Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated all keypad buttons were unresponsive after the battery was changed. The reporter noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/11/2013 with the following findings: the complaint of the unresponsive keypad buttons was not able to be duplicated; all buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under the up arrow and contrast buttons. The pump was opened and corrosion was found on the keypad flex and flex connector. The pump failed a leak test and moisture ingress was evident. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.